Event description:
Reportedly, during pt use, a "low pressure" alarm occurred and the spo2 level of the pt had decreased temporarily. There was no leakage in the circuits. The unit was shut down and an attempt was made to calibrate, which was successful at the second attempt. The issue could not be duplicated. The pt was manually ventilated while being transferred to another ventilator. There was no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.